Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact. Customer changed pump supplies to address the issue, and declined further troubleshooting.